Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 774394) for female sterilisation. The patient had a medical history of colonic perforation, appendicitis, purulent discharge, fever, thrombocytosis, cellulitis, abscess, surgical wound infection, abdominal pain, morbid obesity and pelvic pain. On (B)(6) 2020, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: was able to tease out the two segments of the essure devices and these were pulled out through the port as well. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2020: prior colon surgery with small free air foci and stranding adjacent to the distal descending colon anastomotic site consistent with bowel perforation/anastomotic leak versus enterocolic fistula. No significant leakage of contrast material. Midline skin incision with subcutaneous fluid collections and emphysema with fat fluid levels in the superior aspect and air-fluid level in the inferior aspect. Small left paraovarian cyst versus small fluid collection quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 774394) for female sterilisation. The patient had a medical history of colonic perforation, appendicitis, purulent discharge, fever, thrombocytosis, cellulitis, abscess, surgical wound infection, abdominal pain, morbid obesity and pelvic pain. On (B)(6) 2020,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: was able to tease out the two segments of the essure devices and these were pulled out through the port as well. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2020: prior colon surgery with small free air foci and stranding adjacent to the distal descending colon anastomotic site consistent with bowel perforation/anastomotic leak versus enterocolic fistula. No significant leakage of contrast material. Midline skin incision with subcutaneous fluid collections and emphysema with fat fluid levels in the superior aspect and air-fluid level in the inferior aspect. Small left paraovarian cyst versus small fluid collection. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.